Manufacturer narrative:
(B)(4). The product associated with this reported event was not returned for examination. The initial report stated the product would not be returned for examination. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the inability to confirm the reported event or draw any conclusions about the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The connecting nub of the femoral impactor fell onto the table making it unable to load onto a universal handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.